Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three weeks post trans-venous implantable pulse generator (ipg) system implant, the patient developed a pocket infection and sepsis and subsequently, developed cardiac perforation, cardiac tamponade, cardiac arrest and died, during ipg system replacement procedure. The physician positioned the leadless ipg and when contrast was shot, it filled the pericardial space. At this point the patient went into cardiac arrest, was stabilized and brought to the operating room for a sternotomy to repair the perforation. At this point the patient was deemed to have no heart function and time of death was called.